Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for complex regional pain syndrome. It was reported that the ins was replaced with a lead revision. The ins from 2013 implant was over discharged as the leads had moved at some point, unknown when that occurred and she had not been using the ins for over a year. Patient was implanted with ins in 2013 and stated they had not used stimulator in long time and had not charged battery in more than one year. When existing leads/ second lead was being removed it appeared that one electrode from one of the leads was still present in epidural area. Hcp performed replacement procedure in the treatment room. Hcp discussed that he was removing both existing leads and placing two new lead. Hcp felt that this was not going to be an issue and he placed two new leads, x-ray taken and confirmed new leads placement and also noted single electrode. Yes surgical intervention occurred. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID:# 977a275, serial# (B)(4) analysis of the lead found that the conductor was broken at the distal end of the lead, consistent with explant damage, electrode #0 was not returned and observed to have been pulled out from overstress damage. Markings consistent with markings from the use of a tool were identified on the outer insulation of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Product ID# 977a275, serial# (B)(4) analysis of the lead found that the insulation on the lead was cut, consistent with explant damage. Markings consistent with markings from the use of a tool were identified on the outer insulation of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Fdc codes (B)(4) fdm codes (B)(4), and fdr codes: (B)(4) pertain to product ID: 977a275, serial# (B)(4), product type: lead and product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a healthcare professional (hcp). It was reported that there was breakage and that while the lead was being replaced/removed, the electrode dislodged from the lead due to a manufacturing defect. It was noted that the lead replacement was done under continuous fluoroscopy. No further complications were reported/anticipated.